Manufacturer narrative:
Pump was not received with original battery cap. Pump failed to boot up properly, reoccurring failed battery test was noted during testing. Unable to perform sleep current test, active current test, and self test due to reoccurring failed battery test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a failed battery test alarm on the event date of (B)(6) 2025 at 12:31:28.000 to 14:51:38.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, and pillowing keypad overlay. Failed battery test was confirmed during testing due to moisture damage on the electronic assembly. Unable to verify customer's complaint for battery cap damage due to pump not received with original battery cap. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power problem-failed battery test, damage-broken -battery cap contacts missing/damaged, damage-battery cap. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer called back after receiving a replacement battery cap. The customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. The customer reported battery cap was damaged. Damage is on metal contacts. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.